Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that 2-3 weeks ago the healthcare provider checked the battery and said it was getting a little low. The surgeon is not available to replace the ins until the end of march. They are going on a trip today. They used the programmer and it showed elective replacement indicator (ER). They emailed their hcp. The caller said the therapy is working great. The are worried that the device will come to end of service before they are able to replace it. Caller mentioned that patient is at 4.0v on one side and 2 something on the other side. There was an allegation/dissatisfaction with ins longevity. They mentioned they will be getting a rechargeable device this time because they had 2 ins's and ins lasted for less than 3 years. No symptoms were reported. No further complications were reported or anticipated with this event.